Manufacturer narrative:
Additional information: based on the received information from the field, the device does not provide sufficient benefit due to a partial migration of the active electrode out of cochlea, which could be confirmed by diagnostic imaging. Further the recipient experienced pain during single channel stimulation due to electrical stimulation in the middle ear caused by the extra-cochlea channels. According to the implant registration card already five channels were left out of cochlea at implantation surgery. A re-insertion surgery is planned but no date has been scheduled yet.

Event description:
The recipient's hearing performance with the device is affected. Reportedly, the recipient has experienced difficulties in her speech progress over the years since implantation and the last fitting session. It had been noticed that the recipient was in pain when channels are being stimulated individually.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient's hearing performance with the device is affected. Reportedly, the recipient has experienced difficulties in her speech progress over the years since she has been implanted and at her last fitting session. It had been noticed that the recipient was in pain when channels are being stimulated individually.